Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of silicone broke off the jaws cutter side from the vasoview hemopro 2. It broke off inside patient's tunnel and was retrieved with new kit. Harvest was finished with new kit also. There was no new incisions. There was about 5 minutes delay. No harm was done to the vein or patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/26/2022. An investigation was conducted on 08/31/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. No detachment was observed. There were no visual defects observed on the hot jaw insulation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was confirmed. The lot # 25162803 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.